Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. The article is attached.

Event description:
Allegedly per article, "metal-reinforced cement augmentation for complex talar subsidence in failed total ankle arthroplasty" in the journal of foot & ankle surgery 50(2011) 766-772, john m. Schuberth, dpm, jeffrey c. Christensen, dpm, john a. Rialson, dpm, aacfas, report 2 patients revised due to dislocations.

Manufacturer narrative:
Conclusion - no conclusion can be drawn. Complaint history reviewed and analysis shows no trend. Product not returned. No part or lot numbers provided in this article.